Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that her device system was removed so she was wondering what to do with her ptm (personal therapy manager). She explained that the reason the system was removed was because about 5 weeks post-op they noticed a spot near the pump port that was ¿really hard but also inflated¿. She stated, ¿it would go down and then re-do it¿. She began to leak fluid out of her back stating, ¿I could completely fill a towel in 20 minutes¿, so her hcp (healthcare provider) immediately got her in to be seen. She stated that, ¿he touched my stomach and it gushed open. It rained. I showered for him¿. Her hcp scheduled her for emergency surgery to remove the device system in may. Per the patient, at the removal surgery, the hcp noticed 2 seromas formed that tunneled along the catheter. She stated, ¿one would fill up and re-come back down the catheter into the other one back and forth; one would empty out and fill back up again¿. Since the removal, they had not been able to re-implant because she developed 2 staph infections and 2 pseudomonas a infections, and it took almost 6 months for the wound to heal.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (1 mg/ml at 0.3 mg/day) via an implantable infusion pump. It was reported that after traveling the patient had a possible seroma over the pump pocket site and spine site and that there were fluid pockets noted at both sites. A dye study was performed on (B)(6) 2021, and catheter remains intrathecal and was easily aspirated. The patient was referred for wound care to provide daily dressing changes to both the spine and pump incisions in attempt to prevent infection and promote wound healing. The patient was also prescribed an antibiotic and surgical intervention was planned for (B)(6) 2021, to either revise or explant the pump and catheter.

Event description:
The cause for the fluid was a seroma. The actions taken to resolve the issue was the patient was sent to wound care. The devices were sent to bio waste at the hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5 corrected information: follow up 001 should have read: additional information was received from the healthcare provider who reported that the cause for the fluid was a seroma. The actions taken to resolve the issue was the patient was sent to wound care. The devices were sent to bio waste at the hospital. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.